Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced completing a software update for this subcutaneous implantable cardioverter defibrillator (s-ICD). Difficulty was then experienced interrogating the device. While discussed troubleshooting with boston scientific technical services (ts), the local area sales representative was able to successfully interrogate the device and complete the update. No adverse patient effects were reported.